Event description:
It was reported in a clinical evaluation report (cer) that clinical data published between (B)(6) 2014 concerning devices used during vertebroplasty procedure including pmma bone cement was evaluated to demonstrate compliance to the essential requirements of the mdd. It was reported that three cement extravasations occurred into the intervertebral disc space during kyphoplasty procedures. All cases were asymptomatic. The manufacturer of the pmma cement was not specified in the cer document.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.